Event description:
According to the reporter; during a laparoscopic inguinal hernia repair procedure, the balloon detached from the trocar upon deflation. The balloon was retrieved with graspers. There was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.